Event description:
Additional information received reported that the manufacturer representative met with the patient (B)(6) 2014 to try to reprogram the device. The patient still chose explant. The manufacturer representative was not sure when the explant occurred and was unsure how the patient was doing as they no longer saw this patient.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The ins battery had a reduced capacity due to overdischarge. (B)(4)

Event description:
It was reported that there was a loss of stimulation and a loss of therapeutic effect. It was noted that the stimulator was not helping with the pain. It was noted that actions required as a result of the event included explant. It was also noted that the product status of the implantable neurostimulator (ins) was implanted and remained in service. The event occurred during normal use. It was unknown if troubleshooting was performed. The cause of issue was not determined. There were no patient symptoms or complications associated with the event. The patient status at the time of this report was alive with no injury. It was also noted that an ins, two leads and two extensions were returned. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.